Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. On 12/26/2024, it was reported that the patient was sitting at the casino playing a game with his wife. The patient didn't feel anything , he lost consciousness and broke his neck. When he woke up he was already at the hospital. The casino staff called 911 and the patient was taken to the hospital by ambulance. At the hospital the cgm was 98 mg/dl and bg reading was 108 mg/dl. No allegations about the sensor being inaccurate. The patient had low potassium and magnesium and that was the reason why he passed out. The patient was discharged after 12 hours. The patient couldn´t confirm if the event was related to any dexcom malfunction. At the time of the report the patient was feeling better. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be signal loss under one hour. The product performed within specification and the complaint allegation falls within expected performance. No additional patient or event information is available.